Event description:
During an article review, with the title ¿results of the gore® hybrid vascular graft in challenging aortic branch revascularization during complex aneurysm repair¿, published in the journal annals of vascular surgery in 2015 from nikolaos tsilimparis, md et all, following was noted: a retrospective analysis of 12 patients treated with the gore® hybrid vascular graft was performed. Indication for gore® hybrid vascular graft implantation included difficult access to target vessel and surgeon¿s decision to reduce organ ischemia time during revascularization. The procedures in which the gore® hybrid vascular graft was considered were visceral debranching procedures prior to thoracoabdominal stent-grafting, as well as challenging revascularization of renal and hypogastric arteries. Within a 26-month period 25 gore® hybrid grafts were implanted in 12 patients. Technical success was achieved in all cases. Beside this information, following was reported: there was one single case of early occlusion of the gore® hybrid vascular graft in the patient with aneurysm rupture and hemorrhagic shock, post visceral debranching. This occurred due to the use of large-diameter sheaths in both iliac arteries while emergently treating the rupture, resulting in occlusion of the octopus graft including the gore® hybrid vascular graft¿s, which were however successfully thrombectomized.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). It was confirmed that two hybrid devices were affected of the occlusion. Therefore gore is submitting a report for each lot reported.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.